Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display unit was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit had a system failure during the boot-up process. There was no report of patient involvement.